Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: were the cases discussed in this article previously reported to ethicon? ---no. If yes, please provide a complaint reference number. ---na. Does the surgeon believe that ethicon products involved caused and/or contributed to the adverse events described in the article? ---no information. If yes, provide details of event and specific suture product code. ---no information. Can specific patient demographics be provided for each of the subjects of this article? ---no. If yes, please include: ---na. Date and type of procedure, ---na. Where procedure was performed, ---na. Specific medical/surgical intervention per patient, ---na. Product involved, ---na. Pre-existing conditions. ---na . Are the product code and lot numbers available for ethicon devices used? ---no information. (B)(4).

Event description:
It was reported in a journal article that the patient underwent an inguinal hernia repair on unknown date between 06/2009 and 12/2010 and the mesh was implanted. Following the procedure, the patient possibly experienced pain with use of pain medications, feeling of foreign body, sense of numbness, pulling sensation and discomfort. No further information is available.